Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty select cycler/liberty cycler set malfunction or product deficiency caused on contributed to the peritonitis event. Peritonitis is a well-known potential complication in pd patients. At this time, it cannot be determined what exactly caused the patient to develop peritonitis. It was stated the patient denies touch contamination or a breach in aseptic technique during pd therapy. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance with a system error warning alarm and could not turn on the cycler which was making a clicking sound. During the call, the patient reported being hospitalized for peritonitis. Upon follow up, the peritoneal dialysis registered nurse (pdrn) stated that the experiencing abdominal pain and fever of 103.7 on (B)(6) 2019 and as a result went to the emergency room (ER). Per the nurse, a pd effluent culture was obtained in the emergency room, the results were unknown. The pdrn stated that the patient received vancomycin 2 grams intravenous (IV) and ceftazidime 2 grams IV in the emergency room and then was discharged home; the patient was not admitted into the hospital. The pdrn stated the patient was seen the following day on (B)(6) 2019 in the outpatient clinic and another pd effluent sample was obtained which showed a white blood cell (wbc) of 1562; indicating the patient has peritonitis. The pdrn stated the gram stain results for organism growth are still pending. The pdrn stated that the patient is on antibiotic therapy with cefazolin 1 gram and ceftazidime 1 gram intraperitoneal (ip) daily. The pdrn reported the patient did complete treatment on (B)(6) 2018 with the liberty cycler by resetting up with new supplies. Per the pdrn, there have been no fluid leaks, or any other known pd solution/cycler/ cycler set issues related to the peritonitis event. The pdrn stated that the patient reports following aseptic technique and denies touch contamination.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. Clinical investigation was amended to include new information (pd culture results) received on 27/feb/2019 for a peritonitis event. Per the nurse, a pd effluent culture obtained in the ER, revealing many white blood cells (wbc) and growth of streptococcus acidominimus. Temporal relationship exists between pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence in the file that indicates a liberty select cycler/liberty cycler set malfunction or product deficiency caused on contributed to the peritonitis event. At this time, it cannot be determined what exactly caused the patient to develop peritonitis. It was stated the patient denies touch contamination or a breach in aseptic technique during pd therapy. Peritonitis caused by streptococcus is a well-known potential complication in pd patients. ¿the entry pathway of vs into the peritoneal cavity includes contamination during the exchange procedure, gastrointestinal bacterial translocation, hematological dissemination with oral and dental procedures and catheter related.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An (as-received) simulated treatment was performed and completed without failures. The resulting treatment data sheet reflects the programmed treatment settings. There were no fluid leaks in the test cassette during the treatment test. An accelerated stress test (ast) failed. The test identified grinding of pump motor a. There were no fluid leaks in the test cassette during the ast test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.